Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. The customer mentioned that they had high ketones, however they did not discuss with their health care provider (hcp). Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on 05/24/25 with the issue resolved, however they did not discuss with their hcp if any permanent health issues were identified. System check with tandem technical support confirmed the pump was functioning as intended.